Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc231650e0 model: sc-2316-50e serial: (B)(6) batch: 7226709.

Event description:
It was reported that the patient experienced new pain in the back following a trial procedure. The physician believed maybe there is narrowing in her spinal canal. The patient underwent a lead pull and sent for magnetic resonance imaging (mr).